Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all patients had not crossed multiple stations. A technical support specialist had restarted transmission control protocol services on the application server and had also updated the times on the servers to match the devices along with carefusion coordination engine (integrated estimation suite tool). The customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist had troubleshot the device. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all patients were not crossing multiple stations. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.